Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. Customer stated that they have backup plan available. The customer was treated for high blood glucose with bolus via pump and injection. Customer reported that they did not contact their healthcare provider regarding the high blood glucose. The customer was explained the 2 high blood glucose rule. Customer stated that she will monitor the pump and blood glucose.